Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) alarm due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed critical pump error. Customer's blood glucose reading at the time of the incident ranged from 139 to 270 mg/dl. Customer reported that the pump has been exposed to moisture. Customer reported that moisture can be seen underneath the lcd display screen. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Analysis letter is being sent at the customer's request as the product is expected to return.